Event description:
The pt is a (B)(6) male admitted to the medical center on (B)(6) 2011 for a scheduled laparoscopic cholecystectomy and umbilical hernia repair. Rn reported that at 1045 hrs, during the surgery, both ascent reprocessed trocars were found to be leaking gas during instrument insertion. The surgery was completed without difficulty and there was no harm to the pt. Add'l lot# 1351104